Event description:
The duett sealing device was deployed following a procedure in the common femoral artery. Following the deployment, the patient experienced loss of pulses and an occlusion was confirmed. Treatment consisted of surgical intervention and was successful. The event was resolved.